Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields- d8, h2, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: glue around the lens is peeling off, fluid invasion of the main body, main body lens image failure and damage to the main body. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue occurred due to the glue around the lens falling off. ¿a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the cover glass of the camera head came off. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.